Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was elevated (560 mg/dl). Customer ate a danish and forgot to bolus. Customer ultimately delivered a bolus via the pump to treat elevated bg level. System check performed with tandem technical support indicated that the pump was functioning as intended. Customer reported using expired test strips and would obtain new test strips from health care provider. Customer reported feeling "very good" during follow up same day.